Event description:
Subsequent information received states the device shaft was not separated but was only bent.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, mildly tortuous, 90% stenosed, left anterior descending (lad) artery the 3.0 x 33 mm xience xpedition stent delivery system (sds) was being advanced forcefully on the guide wire outside of the anatomy at the rotating hemostasis valve (rhv) when resistance was met with the guide catheter and the shaft separated. The device was not used. There was no reported adverse patient effect. A different device was used in the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Shaft separation and difficulty to position the device with the guiding catheter were not confirmed however follow up information received confirmed the shaft was not separated, only kinked, which was confirmed. Based on a visual, dimensional, and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw uni ii; guide cath: jl4 6f cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.